Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter had display segments missing. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter did not know when the alleged issue first began. It is not known what medications the patient takes to manage her diabetes. She reportedly increased her food/drink at an unknown time in response to the alleged issue. On the same day after the alleged issue occurred, the patient reportedly ¿passed out in a drunken phase.¿ it would have been helpful to understand more regarding the patient¿s alleged symptoms. The patient was reportedly taken to the hospital date/time unknown and received unknown treatment. At the time of troubleshooting, the cca noted the meter was not being used for the first time. Replacement products were sent to the patient. The patient had already thrown away the meter therefore cannot be returned for investigation. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.